Event description:
A patient reported that the lens implanted in her left eye was explanted approximately 2 months post implant as it "would not position properly". Additional information has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.